Event description:
Distributor reported that the cuff of a tracheostomy tube being used with a ventilator-dependent patient experienced a leak and had low volumes. Cuff patency was not tested prior to use, and sterile water had been used to fill the cuff. Although no injury was associated with this incident, a trach tube changeout was required.

Manufacturer narrative:
One customized 4.0 tts tracheostomy tube was returned. A visual inspection of the device revealed no defects. Using leak test using 10cc of air was applied to the device and no leaks were detected. The cuff was filled with 10cc of water and allowed to sit for a couple of hours with no signs of leaking. The cuff symmetry was acceptable. The investigation was unable to detect any defects with the returned device.